Event description:
It was reported that the customers pump battery had depleted due to not charging. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. The customer delivered a correction bolus to address their bg. The customer loaded a new cartridge and resumed insulin delivery.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown / unknown.